Event description:
The bioplex implant fractured as graft was being impacted prior to surgery. There was no patient contact. Another implant of the same type was used to complete the case uneventfully